Manufacturer narrative:
Based on the current information provided. The cause of the intra-operative complication mode cannot be determined, as intuitive surgical, inc (isi) has not received the clip applier instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The hem-o-lock clip broke when loading inside the patient. The clip broke in half, and had fallen into the patient. The fragments were retrieved without any harm to the patient. The procedure was completed robotically. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.